Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure that the customer's condition had improved - able to establish contact with customer who stated he did not currently have any diabetic symptoms. Customer stated that he had been hospitalized on (B)(6) 2025 and diagnosed with high blood glucose. Customer had been discharged the same day. Customer declined to provide any further details.

Event description:
Consumer reported complaint for error message (e-2). The customer reported feeling dizzy and having difficulty speaking. At the time of the call the customer was at the doctor's office due to the e-2 error message. During the call, back-to-back blood tests were performed by the customer and produced e-5 error message and test results of hi and hi using true metrix air meter. The test strip lot manufacturer¿s expiration date is 09/30/2026; product storage and open vial date were not provided. The customer¿s expected blood glucose test result range was not provided. The meter memory was not reviewed for previous test result history.